Manufacturer narrative:
The exact mfg date is unk. The year of manufacture is 1997. This issue was identified as presenting a different failure mode than the MDR #9613299-2013-00001.

Event description:
During inspection of the radial and lateral axes linear rails and bearings, it was found that 3 radial and 3 lateral linear rails had a gap. Gaps between the rotor casting and either radial or lateral rail may impact the corresponding drive (radial or lateral). This could lead to stress on the ball screw which in turn may result in a mechanical failure. The screws on the rails where gaps were found were replaced before inspection. There is potential that the screws were loose before they were replaced. No detector fall event and no injury was reported.